Event description:
The customer reported an intermittent internal paddle switch failure.

Manufacturer narrative:
The customer reported having an intermittent internal paddle switch failure. The customer ordered a replacement internal paddle set. Based on the customer's report, we are considering this failure a malfunction of the internal paddle set.